Event description:
Pt reported some needles in the last order were damaged. Patient reported some needles in the last order were damaged. Lot number and expiration date are unknown. Unknown if patient experienced an adverse event due to defective product. Unknown if patient has product on hand. Solicited call. No additional information. Indication: age­ related osteoporosis without current pathological fracture. Reported to (B)(6) by pt/caregiver.